Event description:
Falling apart- tampon [device breakage]. Case narrative: consumer reported via r&r that the tampons are falling apart during removal. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.